Event description:
Additional information received reported that the patient had no symptoms, and that the revision ¿must have just been an issue of re positioning the pump in the pocket.¿ it was unknown what the catheter issue was; they did not use any product during the case.

Event description:
It was reported that the patient had a catheter revision previously and the spinal segment was left in the patient and tied off. The pump was used to infuse an unknown drug. No additional information was reported regarding this event. Further follow-up is being conducted, should additional information be received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).